Event description:
It was reported that intermittent power alerts occurred and the pump battery could not be charged. Customer¿s blood glucose level was approximately 220 mg/dl. The customer continued to use pump for insulin therapy.